Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was having issues with the sensors. One wouldn't connect properly with the transmitter, as the electrode was slightly bent. The second sensor the electrode pulled right back into the sensor, possible brakeage. Customer agreed to return one of the faulty sensors.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Testing was performed, and the sensor functioned properly. Also performed bicarbonate buffer test, and the sensor failed with high readings. Found the cannula whole with no broken or missing parts.